Event description:
It was reported that the customer received a button error alarm. The customer stated that initially one of the buttons was stuck. The customer removed the battery, reinserted the battery and received a button error alarm. The customer had noticed that the button were getting harder to push. The customer's blood glucose was 148 mg/dl. The customer further mentioned that she had been experiencing high blood glucose levels of over 200 mg/dl but declined troubleshooting. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional tests. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked belt clip slot, a cracked display window, minor scratches on the display window and a broken reservoir tube lip.